Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that, shortly after implant, this left ventricular (lv) lead exhibited an increase in pace impedances. At implant, values were 1800 ohms and now they were out of range at 2054 ohms. Boston scientific technical services recommended bringing the patient in and increasing the alert limit to 2500 or 3000 ohms. It is suspected that this is just a high impedance lead position for the patient. At this time, the lead remains in service. No adverse patient effects were reported.